Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, the lead was inserted into the anatomy but would not advance down into the sidebranch very far. After several minutes of attempts though the lead was more proximal than desired, the physician fixed the lead which engaged as expected. However, there was no capture. The lv lead was re-positioned several times with the same result of unacceptable thresholds. It was also observed that spasm occurred, and caused by being "roughed up during placement of the lv lead. The lv lead was removed and replaced with a different lead to complete the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.